Event description:
It was reported that loss of sensing and externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 49.0cm was returned for analysis. Internal insulation abrasion was noted at 8.5-9.5cm from the lead tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 13.5-15.5cm from the lead tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 25cm from the lead tip. The proximal end of the svc shock coil was melted, and the rv conductors were melted and fractured at this location.